Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and triggering the threshold suspend feature on the insulin pump when the customer's blood glucose wasn't low. Blood glucose was 120 mg/dl and the sensor reading was 52 mg/dl. Threshold suspend feature is set to go off when sensor reading is at 60 mg/dl. Troubleshooting was performed and jagged sensor tracings were noted. Customer was advised to monitor the sensor and how to properly calibrate it. Customer is not returning sensor for analysis.